Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 80 mg/dl.